Event description:
The pt sent a note with the pt identification verification card claiming that her device had been removed. Per biotronik representative, this pt went to the hospital with complaints of chest pain. An echo was performed and confirmed that the leads had not perforated the pt's heart. The pt went into cardiac arrest and CPR was performed. Post-CPR another echo was performed and it was noticed that a lead had perforated the pt's heart. The cardiologist repositioned the lead. Our representative was able to confirm this happened in 2009. At approximately 4 months later per pt, this system was electively removed sometime about 4 months prior. The facility was contacted regarding device return and it was confirmed that they've discarded the system. Philos dr us,MDR 1028232-2009-00927. Setrox s 45, MDR 1028232-2009-00929.